Manufacturer narrative:
Date sent to the FDA: 08/17/2007. The product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual lot involved in this event is not known. The user facility reports the following possible lot numbers: lot: zee263, mfg date: 05/01/2007, exp date: 01/31/2012. Lot: zgb888 mfg date: 06/01/2007, exp date: 01/31/2012. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batches met all finished goods release criteria.

Event description:
Customer reported that the suture broke following blepharoplasty. The patient was resutured.